Event description:
The user facility reported that they were unable to retract the involved angio-seal sheath, separate components. Unable to retract the sheath to advance the compaction tube and pusher. There was significant patient pain and artery movement when device was pulled back. It appeared stuck and would not release. The puncture was in the left common femoral artery. Retrograde puncture. The size of the vessel was 5.1mm. Calcium was observed. An ultrasound was used for the puncture and for the angio-seal deployment. The patient had a small left groin hematoma. Haemostasias achieved was achieved as the anchor was still present, further ir consultant and vascular surgeon attended, eventually able to retract the sheath with force. Compaction tube and suture wouldn't separate at the end, felt like device was stuck. The patient outcome was patent vessels and was discharged. Additional information was received on 30 jun 2023: the procedure performed for the patient prior to involved closure device being used was a bilateral iliac stent implantation. An angio-seal was deployed in the right groin with no problems. The sheath size was 6 french. There were no reported difficulties with the puncture. Calcium was seen on the ultrasound. There was no evidence of the device being caught on a calcified plaque. No surgical intervention was needed. The puncture was sealed with the involved angio-seal. There was no reported blood loss just a small haematoma was noted. No further action was needed, and the patient was discharged the same day. No other device was used for the closure.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: medical device engineer. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. Marks of the holding device were found on the hemostasis sheath. The tamper tube was returned separately in a cylindrical box. The tamper tube was found to have been bent. The suture was found to have been fully deployed as a clear indicator was visible. No other damage or deformation to the device was identified. Functional testing could not be performed due to the condition of the returned device. The complaint was able to be confirmed for withdrawal difficulty. However, an exact cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).